Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had the same issue as another patient where they could no longer recharge and did not have stimulation anymore. The patient controller also could not find the ins. It was noted that this patient was a new implant.